Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after collecting arterial blood from the child the arterial blood collection kit leaks blood from the syringe wall. A new arterial blood collection kit was used. There was patient involvement. No other adverse consequence was reported.